Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved operating the pump and opening the pump. Testing showed the pump displayed lec 1720 on power up indicating that the backup capacitor or associated circuitry may have failed. Opening the pump and replacing the capacitor showed that the capacitor was defective. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as failure of the backup capacitor. The backup capacitor was replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed lec 1720. No known adverse effects to patient.